Manufacturer narrative:
H4: the lot was manufactured from august 7, 2020 to august 8,2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed using the naked eye which revealed a leak at the port 2, spike port bonding, area of the container. The leak was observed between the spike port tube and spike port connector in the photo. The reported condition was verified. The cause of the condition could not be determined, however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the spike seam end. This was discovered prior to patient use, after hanging the bag for infusion at the nurse station. There was no patient involvement. No additional information is available.